Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 260 mg/dl at the time of incident and current blood glucose level was 183 mg/dl. The customer was reporting past event that the insulin pump was receiving no delivery alarm and alarm did not occur during manual prime and the issue was resolved by changing infusion set. The customer was treated with insulin pump for high blood glucose level. The customer was alleging insulin pump was under delivering as the meal boluses were not getting customer¿s blood glucose level down. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.